Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that the external pulse generator (epg) was connected to a patient at a rate of 60 pulses per minute (ppm). When the physician checked the patient, the epg was pacing the patient at 70ppm, per the electrocardiogram. No patient complications were reported as a result of this event.